Event description:
The threads of the device broke off. All pieces removed, but a 20 minute delay was reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.